Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone (unknown concentration/0.0999 mg/day) via an implantable pump. The indication for use was spinal pain. It was reported that the patient was admitted to the hospital obtunded, unresponsive and on a ventilator. It was noted they were ¿suspecting that it was (the pump) not working properly¿ and inquired about having the pump interrogated. It was reported the pump was not audibly alarming. They believed it was last filled in march. Technical services (tss) reviewed steps for programming pump off or removing medication to stop drug delivery from the pump.